Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was over 500 mg/dl with moderate ketone levels present. A manual insulin injection was used to correct. Additionally, the customer loaded cartridge with cold insulin. The customer reverted to manual injections for insulin therapy.